Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd vacutainer® sst¿ blood collection tubes was found with a "cloudy tube" and molding defect. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for cloudy tube and molding defect with the incident lot was observed. Evaluation of the customer samples was performed and cloudy tube and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for cloudy tube and molding defect with the incident lot was observed. Following are the most likely root causes of these failure modes: cloudy condition was caused by excessive wax from the injection molding process. Gate stub is usually caused by an obstruction of the gate, the temperatures of the probes or cycle time too or too hot of the mold. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use a bd vacutainer® sst¿ blood collection tubes was found with a "cloudy tube" and molding defect. There was no report of exposure, injury or medical intervention needed.